Event description:
Reporter indicated that vns pt went to the hosp ER due to an episode of dyspnea. The pt felt as if their throat was closing and that pt was short of breath. ER physician reportedly indicated that the pt had a "bacterial sore throat" and that the pt's throat was swollen and slightly red. The pt was given a penicillin shot and prescribed a one-week course of antibiotics. The pt's temperature was 103 degrees f. The pt is better now and there is no redness at the incision sites.